Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00954779 case subject: npi 8100 channel error account name: blake medical center account #: 1048800 asset name: 8100 pump module v9.33.0 ioc asset location: contact: linda zwiesler contact email: linda.zwiesler@ge.com contact phone: 727-341-4828 contact mobile: 224-422-8768 patient or user involvement: no patient or user harm: no case description: linda had a channel error 12-213-369 on lvp8100 sn (B)(4) failure device type: failure problem type: failure mode: case resolution: I advised linda to re-flash os software on the lvp. If re-flashing software did not resolve the issue, linda will replace logic board.